Event description:
It was reported that, "about 2 months ago the hip began to squeak. It is loud and according to pt unbearable. Pt is wanting revision and is currently taking time off of work claiming the hip is painful as well."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.